Event description:
Taxus express post market surveillance study. It was reported 147 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, that the pt returned with unstable angina, in stent thrombosis and experienced a myocardial infarction requiring reintervention. The index procedure treated the 100% occluded 2.75x24mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with an unk balloon inflated to 18 atmosphere's (atm's) and the placement of a 2.75x28mm taxus express2 drug eluting stent deployed at 18 atm's and post dilation with an unk balloon inflated to 20 atm's. Ivus was performed confirming the stent was apposed properly resulting in 0% residual stenosis. Post procedure timi flow was 3. The pt was discharged 2 days later on panaldine and pletaal. At 147 days post the index procedure, unstable angina was confirmed at a f/u visit. Angiography confirmed late in stent thrombosis in the mid lad. A 12 lead ECG confirmed medical finding of myocardial infarction, through non-q wave. Revascularization pre-treatment visually confirmed 0% stenosis in the 3.0x30mm lesion to be treated. Thrombosis treatment consisted of balloon angioplasty and the placement of a non bsc stent resulting in 0% residual stenosis and timi flow of 3. The physician commented that since in stent thrombosis occurred twice, pletaal dosing was switched to plavix. The pt has an allergy to bayaspirin. No pci info prior to study index procedure is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.